Manufacturer narrative:
(B)(4). Investigation results: one accumax 550 single use laser fiber was returned in one piece. The fiber measured approximately 279.4 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber is broken within the connector. It is likely that due to the fracture within the connector that the fiber would fail to fire, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on june 28, 2019 that an accumax 550 single use laser fiber was used in a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber did not fragment the stone. The procedure was completed with another accumax 550 single use laser fiber. There was no serious injury nor adverse patient effects as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector.